Event description:
Institute reported that a syringe broke as the viscoelastic was express into the eye. The result was an injury to the technician. The technician received a laceration to the right index finger and required 2 stitches to the right middle finger. The technician was evaluated, no glass found and was put on restricted duty for 2 weeks, until the stitches are removed. No patient consequences.

Manufacturer narrative:
The device is scheduled for return and product inspection will be conducted. The batch record, including sterility testing records, were reviewed and met specifications.